Manufacturer narrative:
At this time, the product has not been returned. This report would be updated should further information be provided from product analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to a lead damage on electrode end. When repositioning the lead, the fixation helix had extension and retraction issues. This lead was successfully replaced. No additional adverse patient effects were reported.